Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there were air bubbles inside the reservoir and when he removed the reservoir, insulin would leak from the bottom of the reservoir. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill test to reservoir. No air bubbles observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test per : reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir no leaks and no air bubbles.